Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the u shaped groove on the back of the pump was observed to be damaged and the clip could no longer be inserted into the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that where the clip goes onto the pump was broken and the patient was unable to put the clip on anymore. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.